Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support to properly reconnect sensor and restart session, and issue did not recur after these steps, with sensor session successfully started.